Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter would not turn on. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that around (B)(6) 2018, she was unable to obtain a blood glucose reading because her ultra meter would not power on, despite changing the battery. The patient did not specify what medications she uses to manage her diabetes but denied making any changes to her normal diabetes management routine in response to the alleged product issue. The patient advised the csr that she experienced feelings of ¿shaking, unwell and wanted to vomit¿ after the product issue began, on the same day. The patient denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product and the battery did not need to be replaced. The patient was unable to turn the meter on by pressing the power button or with a test strip, per owner¿s manual. It was noted by the csr that the patient was using the correct test strips and that they appeared to be in good condition. At the time of troubleshooting the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because the subject meter would not power on.